Manufacturer narrative:
Internal driveline damage was previously reported in MFR 2916596-2017-03360. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the polymer of the outer sheath of the driveline. Extensive rescue tape was added. It was reported that the patient remains on an ungrounded cable. A log file was sent in for analysis, the log file captured only routine events, there were no notable alarm conditions or parameter changes. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer sheath of the patient¿s driveline could not be confirmed through this evaluation as no photographs of the reported damage were submitted and the device remains in use. A specific cause for the reported damage could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020. No low speed or pump stoppage events were captured that would suggest a driveline issue. The actual speed remained at or above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 17apr2014. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The heartmate ii patient handbook is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.